Event description:
Procedure performed: nephrectomy. Event description: event occurred during sealing. First surgery: laparoscopic. The device held the tissue and did not release it. Bleeding occurred because the device adhered to the tissue. The doctor was called back to the hospital because the patient had bleeding in the first operation. Second surgery : open. The doctor says that a vein that was sealed in the first surgery is reopened and caused bleeding. Additional info received via email from distributor on 07-jul-23: we don¿t have estimated timeline. Yes, scenario is right. Additional info received via email from distributor on 10-jul-23: during second surgery doctor seal vessel again and after second surgery patient status is good. Additional info received via email from distributor on 14-jul-23: the doctor is on vacation and we can¿t reach. However, according to the information we received from the hospital, they say it may be 920cc. Additional info received via email from distributor on 18-jul-23: we talked to the doctor, but the doctor said he couldn't remember the exact number for blood loss. There is no other place where we can verify information now. Intervention: first surgery: we don't have information we ask doctor but didn't get information. He tell us he don't remember. Second surgery: laparoscopic surgery (first surgery) was switched to open surgery. Patient status: 120cc bleeding; updated 10jul2023 - after second surgery patient status is good.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: nephrectomy. Event description: event occurred during sealing. First surgery: laparoscopic. The device held the tissue and did not release it. Bleeding occurred because the device adhered to the tissue. The doctor was called back to the hospital because the patient had bleeding in the first operation. Second surgery : open. The doctor says that a vein that was sealed in the first surgery is reopened and caused bleeding. Additional info received via email from distributor on 07-jul-23: we don¿t have estimated timeline. Yes, scenario is right. Additional info received via email from distributor on 10-jul-23: during second surgery doctor seal vessel again and after second surgery patient status is good. Intervention: first surgery: we don't have information we ask doctor but didn't get information. He tell us he don't remember. Second surgery: laparoscopic surgery(first surgery) was switched to open surgery. Patient status: 120cc bleeding; updated (B)(6) 2023 - after second surgery patient status is good.